Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs system is no longer providing adequate therapy after the patient experienced fall. As a result, surgical intervention may be undertaken to address the issue.